Event description:
It was reported that, after tka surgery, the patient experience acute proximal peroneal deep vein thrombosis, this adverse event was resolved by medication. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient experienced an acute proximal peroneal deep vein thrombosis post tka; however, the serious injury event was reportedly resolved with medication without further patient harm. Responses to the requested clinical information have not been received as of the date of this medical investigation. Post-surgical thrombus formation is a known procedural risk factor/potential complication and does not indicate a component mal-performance or failure. Without the requested documentation, no further root cause analysis can be performed and the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that thromboembolic diseases including venous thrombosis has been identified in section of possible adverse effects. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.